Manufacturer narrative:
Additional e1(initial reporter) - (B)(6), (e-mail address) - (B)(6). Due to character limit: e1 (event site name) - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced an issue where the touchscreen was slow to respond. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: b5. A getinge field service engineer fse evaluated the unit and successfully completed a simulated treatment upon initially testing unit with testing catheter and trainer without issue touchscreen is responsive identified code 63 touchscreen commands unresponsive potentially correlating with user complaint narrowed down issue to touchscreen replaced touchscreen as a precaution unit calibrated and passed all functional and safety tests per factory specifications. The failure analysis and testing dept received part with a reported unit failure of a code 63 and an unresponsive touchscreen. The fat performed a visual inspection and found the part to be in good condition. The fat installed the touchscreen in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part fails to respond to touch input possible cause is a component reliability issue retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) touch screen was slow (sluggish) to respond. The users continued using console until treatment finished without issues but is unclear. There was no patient harm.